Event description:
It was reported that there was an insertion retention issue with the anchor. It was noted that the actions required as a result of this event included replacement. It was noted that x-rays and reprogramming were performed. It was noted that the patient had anchor to single lead and about 4-6 weeks postop the patient had a loss of stimulation and was seen for reprogramming. It was noted that they were unable to recapture. It was noted that x-rays were done which revealed that the lead had pulled out of epidural space and was coiled around the anchor. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the patient was scheduled for a revision with a surgical lead done on the day of report. It was noted that the anchor was found to still be sutured in place with the lead inside. It was noted that the doctor pulled on the lead and was able to pull out of anchor with a lot of force.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the anchor failed according to the doctor. It was noted that the anchor was sutured in place and that the lead was attached to the anchor. It was further noted that the lead was coiled in back incision over anchor. It was noted that the surgeon pulled the lead out of the anchor. It was noted that it required some force as evidenced by break in lead.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead found no significant anomaly. It was noted that the distal end of the lead conductor was broken/overstressed. It was noted that the number 0, 4, 5, and 6 conductors were torn off and broken. It was further noted that the number 5 electrode sleeve was torn off and not received for analysis. Analysis of the anchor found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.